Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported that the patient had passed away. A task had been created to gather more information regarding the death but no more information is available at this time.